Event description:
A (B)(6) distributor contacted zoll customer support to report that a pt's monitor was displaying a service code 102 - charge profile fault. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (svc code 102) has been confirmed. Upon investigation, resistor r30 on the monitor c/a board was cracked. The cracked resistor caused the charge profile fault and service code 102. The root cause for the cracked r30 resistor could not be positively identified. No adverse event resulted from the damaged resistor. The pt received a replacement monitor.